Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the scale would not zero. There was pt involvement; however, no adverse consequences were reported.